Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset. The malfunction did not recur, and the customer was instructed to continue using the pump and to contact support if the issue occurred again. The caller acknowledged and understood the guidance provided.